Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) level ranging between 468-559 mg/dl and diabetic ketoacidosis (dka). Customer alleged bg/dka was caused by an unspecified pump issue. Multiple supply changes were performed and a correction bolus was delivered to address bg/dka. Customer was treated with an insulin drip and fluids while at the hospital. Customer was released on (B)(6) 2019 with no permanent damage. Reportedly, the customer reverted to insulin pens for insulin therapy.